Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 56 and 134 mg/dl. Tests were done within 10 minutes with a difference of 78 mg/dl. Another set of results done back to back revealed results of 93 and 184 mg/dl with a difference 58%. Patient did not experience any adverse events. No further information has been reported.